Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 80 mg/dl. The customer stated that he needs help in rewinding the device and down arrow are not responding. The customer stated the device was on a colling pad. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.